Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly by lumenis. Three (3) attempts have been made by two (2) calls and one (1) email to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 02/27/2018 and installed at the customers' site on (B)(6) 2018. Lumenis cannot rule out that service by an unauthorized third-party service provider, lack of annual preventive maintenance, or no service at all may have contributed to the reported event. Although lumenis offered to inspect and service the system, the facility had not provided approval for that, and would likely continue to service the system with a third-party provider. To the best of lumenis' knowledge, the subject device remains in service at the user facility. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information lumenis is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that the lightsheer desire is requesting service but no abnormal functionality. The facility want to contact the clinical and advised they had an adverse event.